Event description:
It was reported that a small volume intermate was missing its ¿tip.¿ there was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on december 20, 2012 - december 21, 2012. The actual device was evaluated. Visual inspection revealed a missing blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.